Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31122637 number, and no non-conformances related to the malfunction were identified. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00361 and 3008114965-2024-00362.

Event description:
As reported by the field, during an endovascular embolization to the anterior communicating artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 8470649) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31122637) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and replaced new devices to complete the surgery. There was no patient injury reported. Additional event information received on 19-mar-2024 indicated that they were able to move the devices. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There were no procedural delays due to the event..